Event description:
It was reported the patient's pump was replaced due to battery depletion. The patient recovered without sequela. The drug contained in the patient's pump was baclofen.

Manufacturer narrative:
Final device analysis revealed the catheter access port was lifted but was still functional/attached.